Manufacturer narrative:
Section b5: additional information received from the surgeon clarified that the event occurred during a da vinci-assisted sleeve gastrectomy. The patient suffered an intraoperative myocardial infarction during the stapling cycle and required mechanical and electrical resuscitation. As a result, the da vinci universal surgical manipulators could not be disconnected, and the stapler remained in the patient, though it did not interfere with resuscitation efforts. The surgeon reported there was no connection between the event and the da vinci system. The autopsy determined the cause of death to be an intraoperative myocardial infarction.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of the system logs found that a force fire failure occurred, resulting in the sureform 60 stapler instrument being force expired. Log review of the 5 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. A device history record (DHR) review found no non-conformances documented that would be related to this event. The following concomitant products were used during this procedure: 30 degree endoscope plus, tip-up fenestrated grasper, fenestrated bipolar forceps, vessel sealer extend. A site history review found no complaints were made for these instruments used during this procedure. The sureform 60 stapler instrument was received for evaluation; the sureform 60 reload was not returned. The instrument was found to have a blocked radio frequency identifier (rfid) chip due to the use of the instrument¿s manual release knob. After resetting the rfid chip, the instrument was placed and recognized by the in-house robot, the instrument was driven and passed the initialization, recognition, and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions, and operated as expected: the jaws opened and closed properly, and the instrument clamped, fired a new reload, and unclamped without issue. A visual inspection revealed no signs of damage. The instrument was fully functional, and no product issue was identified. Review of the sureform 60 stapler log shows that the instrument was installed 8 times and fired 8 reloads. Each install clamped and fired successfully, with the exception of the last install, where firing failed, stopping at approximately 94% completion after approximately 51 seconds. The logs show an error representing the failure, and no unclamping was attempted. Approximately 10 seconds later, the grip release tool was detected, though the e-stop had not yet been pressed, and the stapler was then force expired by the system as expected. Approximately 18 minutes later, the instrument was re-installed, and less than a minute later, the e-stop button was pressed on the surgeon side console. There were no further errors or events related to the stapler found in the logs. Per the customer and tse report, the instrument was then successfully released with the grip release tool. The da vinci system and instrument manuals provide the following warnings: **warning: the system needs to be in a faulted state in order to perform manual stapler release to prevent patient injury. **warning: do not perform grip release on a non-faulted system without first pressing the emergency stop button. Failure to observe this warning may result in unintended instrument motion or damage to the grip release mechanism. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died following an intraoperative event. The stapler was in the process of being used on the esophagus when the patient required emergent resuscitation. The details of what precipitated that event are not provided. It is unknown if the use of the stapler at that moment contributed to the event. The surgeon could not release the stapler at that time. How that may have affected either the situation or resuscitative efforts is not provided. The patient ultimately expired. How they died and the remainder of the events that led to the death are not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event. Section b2: date of death is estimated to be the same date as the procedure, but was not confirmed. .

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy with chest anastomosis procedure, the sureform 60 stapler instrument was in the process of firing when coincidentally, the patient required immediate resuscitation due to symptoms of a heart attack. At that time, the stapling cycle had already been initiated and could not be interrupted. Although the robotic system was undocked, both the stapler instrument and the endoscope remained inside the patient throughout resuscitation efforts. An intuitive technical support engineer (tse) was contacted during the event and advised the surgical team to obtain visual access to the stapler instrument inside the abdomen to assess whether the emergency release function could be safely activated. Multiple unsuccessful attempts were made to unclamp and release the stapler instrument from the small intestine. The tse advised the customer to continue moving the release knob to allow the instrument to be unclamped from the tissue. Release of the stapler instrument was then successful. It was reported that the patient ultimately expired.